Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
During the critical artery stenosis angioplasty procedure, the protege rx stent began to deploy in the patient preventing passage through the stenosis. No injury to the patient reported.

Manufacturer narrative:
Correction product analysis: the protégé stent delivery system (sds) was received for evaluation with the tuohy borst valve tight and approximately 3.3cm the stent exposed and flowered. No ancillary devices or cine images from the procedure were received for evaluation. A twist in the sds outer sheath was noted proximal of the stent approximately 8.9cm proximal of the distal end of the sds outer sheath. The customer experience of the protégé everflex stent delivery system, (sds), prematurely deploying was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.